Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire was reported. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s mother stated upon removal of the sensor, the sensor wire was missing. The patient¿s mother took the patient to the doctor¿s office on (B)(6) 2018 and had an x-ray performed on the patient¿s arm. The x-ray image showed that there was no wire in the patient¿s arm. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.